Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient's current voltage was at 2.74 and eri was to trigger at 2.6. The patient noted they were worse off and this was understood to be making an allegation against the longevity of the implant. The patient was going to follow up with their healthcare provider (hcp). No further complications were reported as a result of this event.